Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "transducer fault", and "vent inop" while in use with a patient. After the review of the event log it was determined that the main printed circuit board needs to be replaced and the turbine differential transducer may be faulty. The customer reported that the ventilator was switched out so there was no patient harm or injury.